Manufacturer narrative:
Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection and magnetic sensor functionality test of the returned device were performed. Visual analysis revealed reddish material in the tip of the device. The device was connected to the carto 3 system and it was recognized and visualized correctly. No visualization issue or failures were observed. Further examination under microscopic imaging identified a separation between the pebax and electrode area was found. A manufacturing record evaluation was performed for the finished device, and no internal action was found during the review. The blood in the spring area of the catheter (pebax) reported by the customer was confirmed. The recognition issue and visualization issue could be related to the reddish material found on the pebax; therefore, the customer complaint was confirmed. The root cause of the pebax separation could be traced to the manufacturing process. The instructions for use (IFU) states: when cleaning the tip electrode, be careful not to twist the tip electrode with respect to the catheter shaft; twisting may damage the tip electrode bond and loosen the tip electrode or may damage the contact force sensor. In addition, in order to prevent damage to the catheter tip, use the insertion tube supplied with the catheter to advance or retract the catheter through the hemostasis valve of the sheath. After insertion, slide the insertion tube back toward the handle. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. Internal actions are being implemented to address manufacturing opportunities related to the force sensor sleeve insolation to prevent fluids to get inside into the device. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial flutter (afl) ablation procedure with a thermocool smarttouch sf for which biosense webster¿s product analysis lab (pal) identified a separation between the pebax and electrode area. It was initially reported by the customer that during the operation, device was recognized by the carto, but the visualization is not stable on the carto system, and error code '401' was displayed. It seemed that blood was penetrated into the spring part of the device. A second device was used to complete the operation. There was no adverse event reported on patient. The customer's reported issues of visualization, recognition and blood in the spring area are not considered to be MDR reportable since the potential risk that it could cause or contribute to a serious injury or death to the operator or patient is remote. On 26-feb-2025, the bwi pal revealed that a visual inspection of the returned device identified a separation between the pebax and electrode area.. These findings were reviewed and assessed the issue of a ¿hole¿ in the pebax as an MDR reportable malfunction since the integrity of the device has been compromised.